Event description:
Breakage of mp stem after ca. Four years.

Manufacturer narrative:
We already contacted the user to receive more information and material. So far we are not able to conduct a comprehensive investigation. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mp reconstruction system also is marketed in the u.s. Link is submitting this MDR to ensure ful compliance with 21 cfr part 803.